Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: cib, tim, surgery, everything was working until light cord would not illuminate, po# (B)(4) the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes: a bad safelight cable, bad safe light adapter, safe light cable not fully seated. The user may have done a short press and the light source will not activate this way. Advise to recalibrate the light source unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.